Manufacturer narrative:
The device was submitted to the manufacturer for maintenance when testing revealed that it was showing error messages on the device's display screen. These error messages indicated that the device had detected an internal malfunction. Investigation found that the malfunction was due to a problem with communication between two circuit boards inside of the device. The problem was isolated to the fire control board, which was replaced to correct the malfunction. The maintenance requested by the device user was also performed. This entailed replacing a cable adapter (connector) that had been accidently damaged by the user. After repair the device passed acceptance testing and was returned to the customer.

Event description:
The device was initially sent to the manufacturer for routine service. Testing of the device by the manufacturer revealed that the device was showing error messages on the device's display screen that indicated a device malfunction.